Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The rewind anomaly, low reservoir anomaly or dark circle anomaly could not be verified due to the button/keypad anomaly. The device was received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump would not rewind. She was instructed to press the act button; she received a low reservoir alert. The alarm was cleared and went to the reservoir set up menu and stated that the up arrow button was not responding and there was a dark circle next to the reservoir. The mother called back the next morning after leaving the battery out of the device overnight. She inserted a new battery and reported that the screen was still showing a low reservoir alert and it could not be cleared due to the esc and act buttons not responding. Troubleshooting was performed. The device was returned for analysis.